Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video processor's touch screen was not working and was not possible to restore its functionality. The issue occurred during service maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: front panel is deteriorated (e333). A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the damage and touch screen not working were due to the deterioration of the front panel (e333) and deterioration the top cover and chasis. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.